Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered a faulty video cable connector, causing a noisy image. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for use, a video connector problem was discovered on the video system center. The procedure was completed with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, this failure could have been a cause because an image failure (noise) had occurred due to a failure of the video connector socket. The following information is provided in cv-170's instruction manual, which may prevent indication phenomenon: "[3.1 precautions for installation and connection] never apply excessive force to connectors. This could damage the connectors." It has been over 5 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.